Event description:
It was reported by service report that the brakes can't be set on the bed. Found that the left arm on the foot and brake crank had the brass bushing pulled out of the cam. No pt involvement or adverse consequences are reported.